Manufacturer narrative:
The reported event was addressed with phone support. Error 31010 was observed in logs on drive 4. Technical support engineer (tse) walked the site through removing drape and confirming presence pins intact and can be manually pressed in and they spring back without issue. Tse walked the site through emergency power off (epo) of patient side cart (psc) and system powered back on and completed. Site stated original drape cannot be reused so tse walked the site through to cut off sterile adapter from original drape for a non-arm 4 and install on arm/drive 4 without issue. Site replaced drape and replacement drape installed successfully. No site visit was conducted. The system was working properly and no additional action was required as the issue was resolved.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, the camera arm displayed a yellow triangle exclamation mark, and the customer experienced a sterile adapter engagement issue on drive 4, with error 31010 present in the logs. The customer had already tried reseating the drive 4 sterile adapter without improvement. The technical service engineer then guided the customer through removing the instrument arm drape and confirming that the presence pins were intact and could be manually pressed and returned normally. Tse next guided the customer through an emergency power off of the patient side cart and a system power cycle, after which the system completed its self-test. The original instrument arm drape could not be reused, tse instructed the customer to cut off a sterile adapter from a non¿drive 4 position on the original instrument arm drape and install it on drive 4, which was completed without issue. The customer then installed a replacement instrument arm drape successfully, and the issue was resolved. The procedure was completing as planned with no reported injury.